Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 7289856. All inspections were performed per the applicable operations qc specifications. There were eight (8) notifications [200721801, 200721848, 200721724, 200722437, 200722599, 200722413, 200722263, 200721272] noted that did not pertain to the complaint. There were two (2) notifications [200721273, 200721272] noted for adhesive on cannula.

Event description:
It was reported that a needle break occurred during use with bd insulin syringe with the bd ultra-fine¿ needles. The following information was provided by the initial reporter, item 328418 with 2 different bags from one box. Same lot # 7289856. Reusing syringes finding the needles to bend in site & vials. And break in site and vials. Able to remove the needle that broke in site with her finger nails. No medical attention needed."

Event description:
It was reported that a needle break occurred during use with bd insulin syringe with the bd ultra-fine¿ needles. The following information was provided by the initial reporter, item 328418 with 2 different bags from one box. Same lot # 7289856. Reusing syringes finding the needles to bend in site & vials. And break in site and vials. Able to remove the needle that broke in site with her finger nails. No medical attention needed."

Manufacturer narrative:
H.6. Investigation: customer returned (23) used 31g x 8mm, 1ml bd insulin syringes. Consumer reported reusing syringes finding the needles to bend in site & vials, and break in site and vials. All 23 returned samples were examined, and the following was observed: 20 syringes with bent cannulas, 1 syringe with a broken cannula, 2 syringes with good straight cannulas. No evidence of manufacturing defects were observed on the 23 returned samples. As all 23 samples were returned after use, the probable cause of the bent and broken cannulas is user error when handling the syringes, such as incorrectly re-shielding or reusing the one-time use syringes. A review of the device history record was completed for batch# 7289856. All inspections were performed per the applicable operations qc specifications. There were eight (8) notifications [200721801, 200721848, 200721724, 200722437, 200722599, 200722413, 200722263, 200721272] noted that did not pertain to the complaint. There were two (2) notifications [200721273, 200721272] noted for adhesive on cannula. The possible root cause for this issue: user error. No evidence of manufacturing related issues were observed on the returned samples. - microscopic examination of the returned samples revealed characteristics such as residual bends on the hub end, ovality (deformation from the normally circular cross section). When viewed together, these are all indicators of bending/re-straightening mode of failure.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break occurred during use with bd insulin syringe with the bd ultra-fine¿ needles. The following information was provided by the initial reporter. Item 328418 with 2 different bags from one box. Same lot # 7289856. Reusing syringes finding the needles to bend in site & vials. And break in site and vials. Able to remove the needle that broke in site with her finger nails. No medical attention needed."